Event description:
It was reported that the patient presented to the clinic during pulse generator change check. It was observed that the right ventricular lead exhibited high pacing impedance and loss of capture. The physician capped the lead on (B)(6) 2023. The patient was in stable condition throughout the procedure.